Event description:
The physician introduced a penumbra system reperfusion catheter 054 with a penumbra system reperfusion catheter 032 within it, over a 016 fathom wire to a mca occlusion. The 032 catheter and the 016 fathom wire were removed and a 054 separator flex was inserted into the 054 reperfusion catheter. The physician noted that he had difficultly advancing and manipulating the 054 separator flex. He stopped using it after a few minutes, indicating that it did not feel right. The 054 reperfusion catheter and 054 separator flex were removed from the patient. The physician inspected the 054 reperfusion catheter and noted that there was some flattening a few centimeters proximal to the catheter tip. A new 054 reperfusion catheter was selected, introduced via the coaxial technique, and aspiration resumed utilizing the original 054 separator flex. No difficulties were noted with the new 054 reperfusion catheter. There was no patient injury.

Manufacturer narrative:
Device investigation: results code: the catheter shows flat spots 42 and 43 cm from the hub/shaft joint. There is a flat area between 6.5 and 9.5 cm from the distal tip. A 0.054" mandrel was introduced into the hub and advanced distally. At 42 cm from the hub/shaft joint the friction increased. At 9.0 cm from the distal tip, forward movement stopped. The catheter is non-functional. Conclusion code: the distal flat spots noted in the complaint are confirmed. This type of flattening is likely the result of the catheter being manipulated through tortuous patient anatomy. The details of the patient's anatomy were not provided in the complaint description, so it is not possible to determine if tortuosity was the cause of the damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.